Event description:
The customer reported to olympus any camera that is connected to their evis exera iii video system center unit, the image is blurry with lines through the image during preparation use in an unspecified diagnostic procedure. There was no reports of death, harm, or injuries related to this event. Upon inspection and testing of the customer returned device, the repair center found no image due to a circuit board failure. This report is being submitted for the malfunction found at estimation.

Manufacturer narrative:
In addition, it was also noted the video connector was worn out causing poor connection to pigtails. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to design. On april 16, 2018, there was a design change implemented to the printed circuit board (dr (B)(6)). Countermeasure products have been shipped after june 14, 2018. The subject device was manufactured before the design change. Olympus will continue to monitor field performance for this device.